Event description:
It was reported that following the procedure involving a transcatheter aortic valve replacement, a cerebral infarction occurred. Additional information was received that the stroke symptoms presented more than 24 hours after valve implant. The stroke was confirmed via neurological assessment. The patient did not have any permanent impairments as a result of the stroke. Per the physician, it is unknown if the stroke was related to either the valve or to the delivery catheter system (dcs). Per the physician, the cause of the stroke is unknown. There was no treatment performed for the stroke. Additional information was received to report per the physician, presence of calcification contributed to the stroke.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3., b5., d4., h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke symptoms presented more than 24 hours after valve implant. The stroke was confirmed via neurological assessment. The patient did not have any permanent impairments as a result of the stroke. Per the physician, it is unknown if the stroke was related to either the valve or to the delivery catheter system (dcs). Per the physician, the cause of the stroke is unknown. There was no treatment performed for the stroke.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the procedure involving a transcatheter aortic valve replacement, a cerebral infarction occurred.